Event description:
During a cava filter procedure using ensnare device, the radiopaque band became dislodged in the patient and had to be retrieved.

Manufacturer narrative:
The customer states the radiopaque band came off during use. A finger pull test is required at incoming inspection of the catheter to ensure the band is assembled appropriately. There were no defects or deviations noted during the production process. Previous complaints were reviewed for the same defect mode. In those cases the root cause of this occurrence experienced by the customer was due to excessive force or abnormal interaction during the procedure. The dfu for the product states that excessive force may cause damage to the catheter.